Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-14526. It was reported that, during an unrelated procedure, an infection was found. In turn, the patient was hospitalized and the system was explanted. Patient was on IV antibiotics and the infection has since resolved.